Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
Asr revision, asr xl: right. Reason(s) for revision: pain, loosening of the cup, severe metallosis, huge pseudo-tumor.